Manufacturer narrative:
No information concomitant medical products: product ID 978b128 lot# va2adzs serial# implanted: (B)(6) 2020 explanted: product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: va2adzs, ubd: 30-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. During a call for MRI compatibility, the caller said that the patient mentioned their device "doesn't really work" and they didn't have their remote. The caller did not know specific issue. Technical services redirected to managing hcp to interrogate device. The caller called back later that day wondering if a head scan could still be done if leads the patient has were sitting very close to each other and look like they could be touching. Tss reviewed that close or touching leads should prevent them from doing the head scan. Patient services also reviewed MRI mode and off guidance for the different systems.